Event description:
Reporter indicated a vns dell handheld computer was freezing after interrogation. Troubleshooting using hard/soft resets and reseating the flashcard were unsuccessful. The handheld computer and flashcard are currently in product analysis.